Event description:
In surgery, pt having arthroscopy after 10" pressure registering 30-40. Dr states pressure would not increase. After popping noise irrigating fluid began squirting. Pressure continued at 40's somtimes up to 50's. New tubing brought into room-considered changing tubing. Sales rep called. Procedure did after dr noted swelling in left leg. Co tech & facility biomed scheduled to review incident & equipment.